Manufacturer narrative:
(B) (4). Follow-up report will be filed if additional info becomes available.

Event description:
It was reported by md that they had inserted pacing wires into pt in ER & blood was leaking into cath gard. The sales representative (sr) joined the team along with the clinical nurse specialist (cns) to observe this incident. When asked to check tightening of tuohy-borst, it was noted that tuohy-borst was "quite loose and did require additional tightening to effectively secure." Blood was noted in cath gard, while ECG capture was achieved. On (B) (6) 2009, in the late afternoon, pt was transferred to cardiac care unit (ccu) setting with intention to change pacing wire, cath gard & tuohy-borst (to remove blood from site). Immediately upon loosening tuohy-borst adaptor, blood was noted to 'regurgitate' back into cath gard. Cardiology fellow did remove components & inserted another (B) (4) wire using the (B) (4) cath gard, capture was poor, tuohy-borst was again loosened to reposition wire, again blood back into cath gard. Wire was advanced & capture was effectively achieved. On (B) (6) 2009 sr met with fellows & cns, at 0800h in ccu to observe pt. Noted blood remains in cath gard although per fellows, blood has ceased 'regurg' into cath gard & capture is good. Sr requested to cns & charge nurse to keep percutaneous sheath introducer (psi) from initial kit (ai-07155-ik) for analysis. Staff has original pacing wire & tuohy-borst bagged & put aside. Pt is stable & pacing is expecting to be discontinued later today ((B) (6) 2009).